Manufacturer narrative:
An intuitive surgical field service engineer (fse) went onsite and evaluated the system. Prior to arrival, the patient cart (pc) had been plugged into an electrical outlet, powered on for approx 2 hours, and did not lose power during this time period. The system was moved into the operating room (or) and plugged into the same electrical outlets that were used during the surgical procedure. The fse confirmed that the battery was fully charged, reseated the power cables and confirmed that the lockdown screws holding the power cables were tight. Proper power was verified. The power cables were also visually inspected with no issues found. The system was driven multiple times and the fse could not duplicate the customer complaint of power loss. The pc remained powered up for 2 more hours with no power failure. The or staff had mentioned to the fse that the pc went into battery mode when moving the pc to the patient. Per this information, the fse determined that the power cable may have been pulled from the wall during the move, resulting in the pc switching to battery mode. Regarding the instrument recognition issue reported by the customer, the fse evaluated all of the instrument arms and no problems were found. As a precaution, the fse reviewed proper instrument sterile adapter installation with the or staff. Per the cautery issues experienced by the surgeon, the surgical staff indicated that those issues were related to their electrosurgical unit. As of (B)(6) 2011, the site has continued to perform procedures and there have been no reported recurrences of the issues at this hospital.

Event description:
It was reported that during a da vinci s arrested heart revascularization procedure one of the instrument arms was unresponsive when an instrument was installed. While discussing the issue with an intuitive surgical technical support engineer via telephone, the system alarmed and the patient cart switched to battery. While troubleshooting these issues, the surgeon experienced cautery issues and decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.